Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via distributor that a blade vibrated abnormally after being used for 10 minutes during a functional endoscopic sinus surgery (fess). The doctor reinstalled the blade but still could not resolve the problem. Then, the doctor used another new blade to complete the operation. The second blade could function properly without vibration with the same handpiece. It was the initial use of the blade. No error code was displayed on the console. There was a 10 minute delay. There was no patient impact.

Manufacturer narrative:
Analysis report fount out that visually, there was wear at the cutting tip which likely indicates excess speed, improper mode / direction, or aggressive use. There were no bends in the shafts that would result in a vibration. Functionally, the blade was run at the maximum recommended speed of 5,000 rpm in oscillate mode / direction and there was no vibration or wobble. There was no allegation of a defect prior to use. A review of the global complaint data showed no other complaints for this lot number. There was no evidence of improper manufacturing and therefore has been ruled out as a likely cause. The information most likely indicates the device was used exceeding the maximum recommended speed, was used in forward direction vs. Oscillate, or excess pressure was applied during use. If information is provided in the future, a supplemental report will be issued.